Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 his blood glucose history is as follows: time: 8:38 pm, bg 9mg/dl): 113; 11:06 pm, 397; (B)(6), 12:06 am, 474. He gave a bolus of insulin (exact time and dosage was not provided). The pod was then removed and he noticed the cannula looked a little kinked. There was nothing unusual during the filling and activation process.